Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. It was reported the patient experienced discomfort with the device being near the armpit. It was reported the patient had negative cultures, however there was swelling around the system. The device and electrode were successfully explanted. No additional adverse patient effects were reported.